Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report that there were disconnected wires on the patient's electrode belt. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (damaged cable wires exposed) was confirmed. Upon investigation the distribution node (dn) to ECG c cable was completely pulled from the dn. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.